Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked display while the screen remained legible and the device functioned properly. Symptoms included no changes in blood glucose levels and no injury. Outcomes included no impact on therapy and no medical intervention or hospitalization. Investigation included review of the event details and logistical coordination for device exchange. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no functional malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to cosmetic and minor physical damage without device performance failure.